Event description:
The customer reported that they were unable to view the screen/monitor. This resulted in a loss of the live image. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A pin in the lemo connector was retracted and was repaired. The system was then found to be operating as intended.